Event description:
When did it occur: during use. Hypodermic needle injury: no, unclear (if yes, continue to fill in the details). Other treatment: no, unknown. Were the returned items used: yes. If they were used, was something attached to them: if yes, any comments. Returned quantity: (B)(4). Details of the event (timeline, history, etc.): the drug solution did not come out. For the damaged product, some needles could be used and the solution did not come out for some needles. They were mixed together. Batch #: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.